Event description:
Adverse event(s): "some recent postops showed to be overcorrected" (overcorrection); "some recent postops showed induced astigmatism" (blurred vision). Product problem(s): "none reported" (no information). An ophthalmic technician reports some recent postops that showed to be overcorrected and some that showed induced astigmatism. Additional information provided by the ophthalmic technician indicates, the surgeons have not relayed any particular concern for any specific patients. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).